Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the tubing caused the pump to beep and exhibit a no disposable clamp tubing alert. No patient injury was reported.

Manufacturer narrative:
H4: expiration date and manufacturing date of the device could not be completed due to lot number not being provided by the customer. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided, therefore, device history review could not be performed.